Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, red particles on the gel, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified, broken crease sharp on the radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp on the radius due to fold flaw opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side "intra capsular" rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "intra capsular" rupture. Device remains implanted.